Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant of a right ventricular (rv) lead it exhibited low r-waves and the right atrial (ra) lead exhibited high thresholds. It was also noted that the ra lead exhibited no capture at maximum output. The ra and rv leads were reprogrammed, explanted and replaced. No patient complications have been reported as a result of this event.